Event description:
During the follow-up conversion with the home pt's nurse regarding a system error 2240 alarm that the pt received in 2004, the nurse stated that the home pt had been diagnosed with peritonitis. Reportedly, the home pt reported to the clinic with abdominal pain and cloudy effluent in 2004. Effluent cultures were taken at that time and the pt was diagnosed with peritonitis. The pt was treated with vancomycin 2g, interperitoneally (ip), every 5 days for 15 days, gentamicin 40mg,ip once daily for 2 weeks and ciprofloxacin 500mg, ip, once daily for 2 weeks. The home pt's nurse reported no known origin for the peritonitis.